Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device could not be reviewed, as the serial number was not provided. Additional information has been requested (B)(4).

Event description:
A hospital service technician reported that during creation of the lasik flap on the second eye of a patient, the laser displayed an error message and the flap was incomplete. The error could not be clear. The event occurred with the second patient of the day. After subsequent recalibration, the system worked properly during the treatments of the remaining eight patients of the day. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; a vacuum loss occurred with the patient interface.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Review of the logfiles for the day of treatment shows all other 18 treatments were finished successfully on that day apart from this reported event. The energy was stable during that day. No deviation between planned and performed energy is detectable. No abnormalities can be identified. The reported event is the 4th treatment. The logfile review shows the vacuum pressure was lost, but without any warning or error message related to vacuum occurred. An error message ¿bcc focus control error¿ occurred following. The bcc error caused the abort of the treatment. But the root cause for the occurrence of the bcc error, also for occurrence of the low vacuum pressure could not be identified according to the logfile. The logfile shows the user operated surgery with flap cut but without canal. Clinical review shows all parameter are within the normal limits apart from that the flap was made without the canal. For normal flaps, this is usually not advised, although this cannot be linked to the reported event of treatment interruption. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).